Event description:
It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure, when the non-abbott guidewire was placed in the left ventricle, the patient had a change in rhythm and a reduction of blood pressure. Pre-dilation was performed with a 25mm non-abbott balloon. Temporary pacing was placed. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. It's also noted that during procedure the patient experienced a cerebrovascular accident (cva), resulting in right leg failure and aphasia. The valve was implanted. The final implant depth was 5.2mm from the non-coronary cusp (ncc) and 5.9mm from the left coronary cusp (lcc). The length of the membranous septum is 7mm. There was minimal calcification extending into the left ventricular outflow tract. The patient's stroke symptoms last between 20-30 minutes. At the end of the procedure, the temporary pacemaker was not removed in order to monitor the heart rhythm. The patient did not experience a permanent injury or disability. The patient was hospitalized for a total of 5 days.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported. It was indicated that there was minimal calcification extending into the left ventricular outflow tract. The implant depth was 5.2 mm from the non-coronary cusp. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.